Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an error while attempting to change the cartridge. The customer was able to successfully another cartridge and resume insulin therapy. The customer also reported that the pump battery dropped from 60% to 30% while connected to a power source and then jumped to 100% once disconnected. There was no impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided. In addition, the customer reported an elevated blood glucose (bg) level that day (300s mg/dl). A bolus was delivered to correct elevated bg level. The customer stated they were unsure for the cause of the elevated bg level. Troubleshooting with tandem technical support was declined by the customer at the time of the call.